Event description:
It was reported that during a cholecystectomy procedure, jamming occurred. Another device was used to complete the case there were no adverse consequences to the pt. One device returning.